Event description:
It was reported that a homechoice cassette had air in the patient line. The patient was connected. This occurred during the initial drain cycle in peritoneal dialysis therapy. The caregiver (cg) stated that the clamp on the patient line was closed. The technical services representative assisted the cg in ending therapy. The cg was to start therapy over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.